Event description:
The surgeon was implanting a screw and the screw tip sheered off. The screwdriver tip and head of the screw were retrieved and the surgery was completed successfully.

Manufacturer narrative:
An event regarding a fracture involving an unknown screw was reported. The event was not confirmed. Method & results: device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No patient medical records were available for review. Device history review could not be performed as the reported device lot code was not provided. A review of the complaint databases could not be performed as the reported device was no properly identified. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and additional information are received, this investigation will be reopened and re-evaluated. Device not returned.

Event description:
The surgeon was implanting a screw and the screw tip sheered off. The screwdriver tip and head of the screw were retrieved and the surgery was completed successfully.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown screw. A supplemental report will be submitted upon completion of the investigation.